Manufacturer narrative:
Device remains in service. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited increasingly high pacing impedance from 999 ohms to 1,780 ohms, rising thresholds 3.1v@1.2msec, and failure to sense. The device remains implanted. No adverse patient effects were reported.